Manufacturer narrative:
Device is a combination product. Citation: amin-hanjani, s., alaraj, a., calderon-arnulphi, m., aletich, v. A., thulborm, k. R., & charbel, f. T. (2010). Detection of intracranial in-stent restenosis using quantitative magnetic resonance angiography. Stroke: 41, 2534-2538. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via a literature article that the patient experienced in-stent restenosis. The taxus express2 stent was placed in the 80% stenosed vertebral artery resulting in 17% residual stenosis. Twelve months post procedure, the patient was asymptomatic with 77% in-stent restenosis and >25% flow decrease.